Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. It was further reported that the balloon ruptured during the first inflation at 5 atmospheres. No segment of the balloon was detached inside the patient.